Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited helix mechanism issue. The ra lead was then removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged blood or tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood or tissue.